Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, seven years post filter deployment, CT revealed acute pulmonary embolism of large burden involving the distal main and bilateral lobar and small segmental vessels. Subsequent, CT revealed a small thrombus within the ivc filter and the tip of the filter was located below the renal veins. Approximately, seven months later, CT revealed the ivc filter was mildly tilted anteriorly, with the superior filter apex abutting the ventral wall of the ivc and all of the ivc filter struts extended beyond the ivc wall, with one of the right anterior struts abutting and possibly perforating the adjacent duodenum. Approximately, one year later, CT revealed similar findings of filter tilt and perforation of the filter struts. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and filter struts were perforated through the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.